Event description:
Info received indicates two staff members were moving an empty bed, one at the head end, the other at the foot of the bed. The staff member who was at the foot of the bed indicated that once the bed got moving it actually gained momentum. Not prepared for this, the staff's foot got caught under the low bed frame and was pulled for a bit until the bed finally came to stop. After the shift, the staff member's pain got worse and they went to a doctor. The staff member strained their thigh and call and will be off work for the remainder of the week.

Manufacturer narrative:
The field tech was unable to examine the bed, as the facility does not know which bed was involved in the event. The account would not provide any add'l info nor allow witnesses to be interviewed.